Event description:
It was reported that a spectrum iq pump overinfused during therapy in the emergency room(ER). The "pt had potassium IV infusing at 10meq/hr. There was a potential od due to the medication in the bag did not match the amount of time left for the infusion to finish." The remaining medication and pump were returned to the pharmacy. The ER doctor canceled the remaining dosage, and ordered a new dosage, repeat "bmp and EKG". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch mw5110573 for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.